Event description:
Sales rep report: patient who has recalled ck implanted, went to surgeon with complaints of pain, and a mesh explant procedure will be performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Davol has contacted the user facility on three separate occasions to request additional information, determine if the mesh has been explanted and to request return of the device for evaluation if/when explanted, however, davol has not received a reply from the user facility. This MDR includes all patient, event and device information davol has received to date.